Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se after a coronary diagnostic procedure using a 6f sheath. Reportedly, there was some resistance splitting the sheath that felt like carving. The sheath completely split. The clip was deployed and achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported resistance with the thumb advancer and torn sheath was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported resistance with the thumb advancer and torn sheath appears to be related to device angle changed during thumb advancer/slider stroke such that garage leaves interacted with the distal end of the sheath. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.